Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 069 service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2015 with the following findings: a review of the black box data revealed no cs 069 alarms. Cs 064 call service alarms (occlusion during prime) were observed in black box on the date of the reported alarm. During investigation, the rewind, load and prime steps were performed successfully with no call service alarms. The pump was exercised for 24 hours with no call service alarms. The complaint of the call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.